Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017

Event description:
It was reported the patient's ipg failed to establish communication with external devices. Troubleshooting was tried to no avail. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The report was inadvertently tied to CAPA in the initial report.